Manufacturer narrative:
Additional information: d10, h6, h10. One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no cracked the pump cases but missing downstream occlusion sensor nub. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. According to the investigation, the pump was found to be displaying "no disposable" alarm message during the investigation due to missing sensor nub. The pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd pump presented with a no disposable alarm. This was discovered during testing. There was no patient present at the time of the event. There were no reported adverse events.